Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. The device has not been returned to stryker for evaluation. The cause of the reported issue could not be determined h3 other text : device not returned to manufacturer.

Manufacturer narrative:
The initial medwatch report indicated in additional mfg narrative: the customer received a replacement device. The device has not been returned to stryker for evaluation. The cause of the reported issue could not be determined. The initial medwatch report should indicate in additional mfg narrative: the device has not been returned to stryker for evaluation. The cause of the reported issue could not be determined. Additional manufacturer narrative: the customer reported this in error and confirmed the device is working properly.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.